Event description:
Patient was being revised due to pain. According to the surgeon the implants were well fixed and tissues looked great. Components were left in. Update: (B)(6) 2013 - legal claim received. There is no new information that would affect the outcome of the investigation.

Event description:
**Update** (B)(4) 2013 litigation papers received. Litigation alleges tissue damage. Litigation also indicates that the parts were not removed during revision surgery and remain in the patient. There is no new additional information that would affect the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Update (B)(4) 2013- plaintiff¿s preliminary disclosure form was received, which identified dor. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this investigaton closed.